Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient had an MRI scan (with the implant magnet removed). After the MRI, testing showed two, then later multiple, non-functional electrodes. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple non-functional electrodes. Reprogramming of the sound processor with the faulty electrodes deactivated was recommended. Explanation/reimplantation surgery is planned but had not been scheduled at the time of this report.